Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the device rebooted during cardioversion of the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the device rebooted during cardioversion of the patient. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
The rse evaluated the device remotely. The rse did not observe any device malfunction, no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was no determined. The reported problem was not confirmed. It has been concluded that no further action is required at this time.